Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, the surgeon able to press the green button and was able to squeeze the handle but the device did not fire. Removed the reload and used a new reload using the same handle and the procedure was continued without issue. There was no patient injury.